Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an everflex entrust stent along with a 6 fr non-medtronic sheath and 0.035 non-medtronic guidewire in the external right iliac artery, there were difficulties noted. The target lesion was calcified with a severe degree of calcification, and the artery diameter was approximately 7mm. There was a possible thumbwheel malfunction during deployment, as it clicked a couple of times initially and then seemed non-functional. The stent was deployed in an elongated and stretched fashion. The vessel was pre-dilated and post-dilated using a 7 x 80 percutaneous transluminal angioplasty balloon. The device was passed through a previously deployed stent, and no resistance was encountered during advancement. The instructions for use were followed without issue. The stent was successfully deployed without injury or intervention, and the procedure was completed with the same stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no damage noted to delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the red safety tab out of the device and a guidewire was stuck in the device, the gold inner was noted to be kinked when observed through the handle, the guidewire was measured and noted as 0.014¿ guidewire, the handle was opened and the pull wire was observed to be attached to the device, but a kink was noted from approx. 12cm to 13.5cm from the back hub,. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.